Manufacturer narrative:
Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier had a loose cable. The user completed the procedure using a backup medium-large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while loading the clip onto the instrument outside of the patient on the first attempt to install the clip. A backup instrument was used to continue the procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a loose grip cable. At the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was also performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.